Event description:
It was reported that on (B)(6) 2021, the patient underwent for a tibial nail advanced system surgery. During the surgery, when inserting the nail and trying to lock the screws into the nail proximally, the most distal of the proximal hole through the aiming arm, the drill guide were not aligning with the nail hole. The guide sleeve and drill bit did not align with the screw hole in the nail. The patient was no harm. There was a surgical delay of approximately three to five (3-5) minutes. The procedure was successfully completed without other medical intervention required. No patient harm. Concomitant device reported: unk - drill (part# unknown; lot# unknown; quantity: unknown). This complaint involves six (6) devices. This report is for (1) protection sleeve/ 11/8. This is report 3 of 6 or complaint (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Additional narrative: complainant part is expected to be returned for manufacturer review/ investigation but has yet to be received. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h4, h6: part number: 03.045.019. Lot number: 70p4402. Manufacturing site: haegendorf. Release to warehouse date: november 4, 2020. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that protection sleeve/ 11/8 was observed bent at the distal tip. A dimensional inspection for the protection sleeve/ 11/8 was unable to be performed due to post manufacturing damage. A functional test was performed with the mating device (03.043.024 insertion handle) and the sleeve was not connecting properly, due to observed condition during the visual inspection. The complaint condition was able to be replicated. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the protection sleeve/ 11/8 would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.